Event description:
It was observed during the device inspection, the colonovideoscope exhibited a foreign material inside the tip of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that foreign material adhered to the nozzle of the distal end section. The foreign material residue point was confirmed to be free from deformation. A definitive root cause of the foreign material was unable to be specified. The instructions for use states the detection methods associated with the event in instructions for cf-xz1200l/I, operation manual, chapter 3 "preparation and inspection" and the prevention methods in instructions for cf-xz1200l/I, reprocessing manual, chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)". The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.